Event description:
It was reported that the patient underwent a full revision due to painful stimulation. It was reported that the patient never was able to tolerate an output current above 0.875 ma. Then his young son reportedly pinched him on the neck over the electrode site, after which pain was reportedly continuous and unbearable. The patient noted it was excruciating. . The referring medical professional indicated that she believed surgery was for patient comfort, not to preclude a serious injury but deferred ultimately to the surgeon. The surgeon's operative notes indicated that he believed lead damage was causing the patient's symptoms although system diagnostics confirmed normal system function. No further relevant information has been received to date the explanted products have not been received to date.